Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 2.7 mmol/l (49 mg/dl) less than 24 hours after the pod was activated. He went to the hospital where they treated him with an infusion of glucose. He stayed in the hospital for 4 hours before being released.